Event description:
It was reported that the patient hospitalized due to increased seizures that do not respond to medication. The seizures were suspected to be due to low battery. The device was checked and the battery was found to be ok. There was no history or any trauma and there were no changes to the patient's medications prior to the start of the increased seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova' s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or ;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the cause of the increased seizures is due to low battery and the increase was back to pre-vns baseline levels. No intervention on the device planned, other than replacement when we reach neos. New medications / medication combinations were being tried at the time to control the seizures.